Event description:
The manufacturer received information alleging a ventilator displayed a service required message related to the charging of the battery. The device was not in patient use. The device has not yet been received by a third party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator displayed a service required message related to the charging of the battery. The device was not in patient use. During the evaluation of the device at a third party service center, the system board, blower motor and oxygen blending module were replaced to address the issues.